Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tap not sticking and fell event on (B)(6) 2024. Infusion device fell off while showering. Customer replaced non-serialized product. No further information available.